Manufacturer narrative:
This report is related to MFR. Report # 9610595-2024¿01005. Based on the information the customer provided, we cannot confirm if the customer followed the appropriate reprocessing steps provided in the IFU (instructions for use). The device was returned for evaluation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The evaluation found a whitish foreign material inside the air/water tube and the air/water cylinder. Additionally, the plastic distal end cover contained foreign material whose origin or type was unable to be confirmed, but which resembled remnants of foreign material from previous procedures. The reported fault was likely a result of insufficient cleaning. The customer's specified fault related to hmi (hygiene microbiological investigation) detection was not confirmed as the hmi results were negative. The following is the result of microbiological test by the third-party labs, provided by the user: sampling date: (B)(6) 2023 sampling from: air/water channel cfu: (B)(4) bacterial identification: (B)(6). Sampling date: (B)(6) 2023 sampling from: air/water channel. Cfu: (B)(4) bacterial identification: (B)(6). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: (B)(4) bacterial identification: n/a. Sampling from: air/water channel. Cfu: (B)(4) bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: (B)(4) bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause of the positive culture nor why the foreign material remained could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope was used for an unspecified procedure while waiting for the hmi (hygiene microbiological investigation) results. The hmi results showed that the air/water duct tested positive for an unknown quantity of bacteria. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.